Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, the implantable cardiac monitor exhibited undersensing of r waves. Programming changes were made. The patient was stable throughout.